Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced seven arrythmia episodes. It was not conclusive if this arrythmias were atrial or ventricular. However, technical services (ts) suspected that the rhythm was atrial driven with rapid ventricular response (rvr). Therefore, two inappropriate anti-tachycardia pacing (atp) and two shocks were delivered. Therapy did not convert the rhythm. No additional adverse patient effects were reported. This ICD remains in service.